Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the (B)(6) results is user error. The account failed to input the correct lot specific %ngsp scaler values. They erroneously input the mmol/l scaler values. The issue was resolved by entering correct %ngsp values, recalibrating, and verifying with qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Biased high (B)(6) results were obtained on qc and patient samples after calibration. The patient results were reported to physicians. After qc values were detected out of laboratory ranges and subsequent investigation, it was determined that incorrect scaler values had been entered. It is unknown if patient treatment was altered or prescribed on the basis of the (B)(6) results. There was no report of adverse health consequences as a result of the (B)(6) results.